Event description:
While preparing the patient for discharge from outpatient surgery, the nurse removed the IV site dressing that secured an 18 gauge angio catheter. As she removed dressing, the hub of the catheter fell to the floor while approximately 1 inch of the catheter remained in the patient's left arm. The retained catheter was removed under fluoroscopy. Upon inspection of the broken catheter it appeared to be a complete, clean break with no jagged edges, bends or shearing.